Event description:
Two in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the right sfa to popliteal. Approximately 15 months later, restenosis of the right sfa was confirmed. The right sfa was treated with non-mdt pta catheter. The investigator assessed that the event is possibly related to the study device and procedure. The event is resolved.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (restenosis). (B)(4).